Event description:
Information was received from a patient regarding an external device. The reason for call was that they couldn't get the equipment to recharge the ins. Patient stated that they reset the controller a couple times, however the equipment still wouldn't recharge the implanted neurostimulator. Pt said that they were hurting "like hell". Agent had the pt reset the controller and check the equipment for damage. Pt said that the recharger black outer coating was broken and that the white cord was broken so they could see through to the metal; pt confirmed that this was all where the cord connected to the paddle. The issue was not resolved. An email was sent to the repair department to replace the recharger.   Pt rep stated that pt received the replacement rtm cord - pt was able to charge the ins to 30% and then got a message that the li battery pack needs to be replaced. Pt stated the charge quality was excellent. Pss is sending a request to repair for the controller. Pt called back and reported that she received the new controller but she still cannot connect to charge her ins. Pt stated she continues to be in pain and she cannot move like she normally can. Pt tried to connect with the new controller while on the call with pss and reported seeing "software problem intellis - 3.6 245 ensinterfacesm.c pt reset the controller - connected the ac power cord and stated she is seeing a message "wake external device" pss reviewed that pt likely selected "trial device" when paired - pt pressed "continue" and got another software problem message intellis - 3.6 245 ensinterfacesm.c pss is sending a request to repair for the controller and the li battery pack. Pss is going to call pt back tomorrow to verify she is able to pair and charge the ins. Pt received the new controller and she is using the new rtm cord - pt stated that when she tries to charge the ins the charge will not advance past "position the rtm over the ins" pt is touching "continue" on the screen but nothing happens. Pt tried to reset the controller but that did not resolve the issues. Pt is able to unlock the screen and start pairing process. Pt connected her old rtm cord and is able to get to passive recharge - after multiple minutes pt is connected and charging the ins battery the ins charge is 30% and the controller is 50%. Pt tried to turn her ins on but she got poor recharge quality screen...pt turned the ins off and is able to connect with excellent quality. Pt stated she will charge more and then turn stim on. Pss is sending a request to repair for an rtm cord because the newest cord that repair sent was not working. Pss made an outbound call and pt stated she received the new controller and li battery. Pss is walking pt through pairing. Pt connected her new rtm cord and the controller screen would not advance past "position the recharger over the ins" pt reset her controller and made sure the rtm was plugged in securely but stated the screen got stuck at the same spot. Pt connected her old damaged rtm cord and verified she is seeing "no device found" pt started passive recharge mode - after multiple minutes she is able to connect with excellent quality. The ins is 30% and the controller is 50%. Pt stated that she has been in so much pain without her therapy. Pt stated the therapy works so well for her that she was able to move out of assisted living and in her own apt with her spouse. Pss is sending a request to repair for the rtm because the new rtm cord did not work for pt.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). H3: product ID: 97755-s, serial/lot #: (B)(6), was returned for product analysis. Analysis found there was a recharger antenna failure: the controller would not power on when the recharger (rtm) was plugged in. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.